Event description:
It was reported that, the device was used during an unknown procedure, the anastomosis was not complete. Another device was used to complete the case. There was no adverse consequence to the patient.